Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) reported tapered screw vent implant, (tsvt6b10) for investigation. Therefore, visual/physical evaluation, and functional testing could not be performed. DHR review was completed for the subject lot number 63223924. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63223924 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿damaged threads". The customer did not submit images/x-ray for the reported event. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation is improper technique used by customer during procedure. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no." Device was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Initial reporter email unknown / not provided. Initial reporter last name unknown / not provided. PMA/510(k): k101880.

Event description:
It was reported that the internal threads of the implant at tooth #18 were damaged. No other event information provided. Requested thread tap to retap threads.